Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen no (B)(6) 2022. At the time of the event on (B)(6) 2022, the screen did not indicate that the patient was low. The patient fell unconscious, and a third party contacted emergency medical services (ems). Upon arrival paramedics gave her 16 oz to 32 oz of orange juice to drink. After regaining consciousness she felt fine and refused to be taken to the hospital. She did not remember bg or cgm values or other details. At the time of the report, the patient was feeling better. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.